Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod longer than 48 hours on the hip/buttocks area, the patient developed skin irritation at the site. The patient has been treated with over the counter medicine (bepanthen) and was prescribed by a doctor (emovat, caredin, atarax, tegaderm) to treat the affected area.